Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1, ICD, implanted: (B)(6) 2014; 6947-65, lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the device battery longevity did not last as long as expected. The device was removed and replaced. It was further reported that the left ventricular (lv) lead had high thresholds with intermittent capture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.